Manufacturer narrative:
Concomitant medications: 8000 units of heparin was used in the procedure. Pre-procedure medications included aspirin and clopidogrel. Infusion catheters (ultrafuse, transit); guidewires; guiding catheters; intravascular ultrasound catheters; peripheral angioplasty balloons; coronary angioplasty balloons; infusion catheters, e.g. Ultrafuse, transit; atherectomy devices (e.g. Silverhaw. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) study indicated that the patient had target lesion revascularization 8 years after the index and approximately thirty-six months post index procedure the event there was stent fracture. Access was via the left. The target lesion was a 90% de novo lesion in the right superficial femoral artery of 13cm in length in a 6mm vessel diameter. The lesion was severely calcified. The lesion was pre-dilated after which there was a grade c dissection and there was 80% stenosis. Post-dilation was performed after which the residual diameter stenosis was 20% and the dissection grade, 0. The six month follow up duplex ultrasound discovered 80% stenosis. Repeat angio/subsequent revascularization followed one month later. At the three year follow-up interval there was a 23 degree, type I fracture identified by x-ray. There was a 2.57mm stent gap, stent length was 149.89mm, distance from overlap to fracture was 117.27.

Manufacturer narrative:
Approximately eight months after having a stent placed in the right superficial femoral artery it was indicated that the patient had target lesion revascularization. Additionally, the stent was noted to have a type I fracture that was identified by x-ray three years later. During the index procedure the target lesion was a severely calcified 90% de novo lesion in the right superficial femoral artery 13cm in length and 6mm in diameter. The lesion was pre-dilated after which a grade c dissection was noted along with an 80% stenosis. After stent deployment post-dilation was performed with a 20% residual diameter stenosis and resolution of the dissection. The six month follow up duplex ultrasound noted an 80% stenosis and a repeat angio/subsequent revascularization followed one month later. No treatment was provided for the stent fracture. The patients medical history includes hypertension, hypercholesterolemia, peripheral vascular disease, diabetes mellitus, copd, previous stenting in the iliac and sfa (2006) and smoker. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15007356 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
An updated device history record (DHR) review was conducted and the product met quality requirements for product acceptance. No further information is available at this time.